Manufacturer narrative:
Product analysis: ¿ as found condition: the phenom 27 catheter was returned for analysis within a shipping box; within a plastic pouch; and within an opened pipeline flex shield outer carton and inner pouch. The pipeline flex shield pushwire was not returned. ¿ visual inspection/damage location details: the pipeline flex shield braid was returned stuck inside the phenom 27 catheter hub. The catheter tip and marker were examined; and no damages were found. The catheter body was found to be kinked at ~42.8cm and ~79.0cm from the hub. No flash or voids molded were observed in the hub. The distal end of the pipeline flex shield braid appeared not opened due to damaged braid. The proximal of the pipeline flex shield braid was found fully opened and moderately frayed. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and blood exited out from the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub to remove the braid. The mandrel successfully passed through the catheter hub and tip and the braid pushed out from the catheter with no issues. However, resistance was observed at the damaged location. ¿ conclusion: based on the analysis findings, the pipeline flex shield was confirmed to have failure to open at the distal as the distal end was not opened due to damaged braid. However, the root cause could not be determined. The damage to the braid on the ends of the pipeline flex shield is likely the results of the physician re-sheathing the device more than recommended two times. It was reported that the pipeline was resheathed 3 or more times. It is likely that the patient tortuous anatomy may have contributed to the failure to open issue. There was no non-conformance to specifications identified that led to the failure to open. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a ped2 pipeline failed to open in the distal region. The tip could not be opened, although it was deployed by approximately 10 mm during deployment. Afterward, the sleeve removal was performed and deployed. It was confirmed that the 2 mm and 3 mm tips were opened and the sleeve was removed, but it seems that the 5 mm distance between the tip 3 mm to 8 mm is twisted. Afterward, the coating was performed about three times again, but there was no change. It was decisively deployed to the vicinity of the resheath marker, but there was no change (it was opened and there were no problems with the rest of the parts). It was repeated for approximately 30 minutes. It seems that the image appears to have been twisted excessively. There was no improvement despite the balloon being attempted after placement or being removed in consideration of the risk of not being able to remove the distal. During the removal, the catheter was stuck inside, and the pipeline was left inside the catheter. The distal section of the pipeline was positioned in a bend. More than 50% had been deployed when it failed to open. The pipeline was resheathed 3 or more times. No other operation was preformed to open the stent. The stent was resheathed and removed from the patient's body. The patient was being treated for an unruptured, saccular aneurysm in the left internal carotid artery. Cavernous section. The max diameter was 15mm and the neck diameter was 7.5mm. The distal landing zone was 4mm and the proximal landing zone was 5mm. Vessel tortuosity was strong. Dual antiplatelet treatment was administered. No patient symptoms or complications were reported.  Ancillary devices: 8 fr sheath, 8 fr load master, phenom27 microcatheter, synchro guidewire, shoryu7-7.